Event description:
It was reported that 24 months post implant of a bifurcated aortic extension, and a suprarenal aortic extension an endoleak was identified. Reportedly, the patient present with back pain, and the physician elected to treat the patient by relining the graft with a gore. The endoleak resolved and the patient is stable.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Other text : device remains implanted in patient.

Manufacturer narrative:
Based upon the clinical evaluation, the type iiib endoleak was not confirmed. Product appropriateness and patient candidacy could not be assessed due to lack of a pre-implant image study. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not identified based upon the available information.